Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame 5,954 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0008. Per the instructions for use, the user is advised the following: precautions: inspect instruments after use to ensure they have not been damaged. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care when using the drill bit and drill guide. Applying side or bending loads may cause drill bit breakage, oversize tunnel or generation of metal particulates. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the y28d device was being used on (B)(6) 2019 during a rotator cuff surgery. During the surgery, the drill bit broke off in the surgical site and was removed. There is not report of injury to the patient or the user. There is no report of need for medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.